Manufacturer narrative:
One device was returned for investigation. It was reported that a delivery issue with pump, stating pump was still delivering when infusion completed alarm was alarming. However, no issues was found. Pump completed full delivery according to the pvt test and stopped. Pump did not continue delivering when infusion completed alarm occurred. Customer also mentioned that the cover lever was damaged. This was confirmed through visual inspection. It was also found through visual inspection that the carry handle was damaged. Cover lever and carry handle replaced. Full pvt completed after repair and passed. Probable cause of customer experiencing pump delivering when infusion finished unknown, pump passed all tests and did not have any issues with delivery. Damaged parts caused by physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The event involved a plum 360. The reporter stated that pump alarming infusion stopped however fluid infusing into patient and broken plastic part in mech handle. There were no reported patient involvement and patient harm.